Event description:
Reporter claims that a shorting and small fire occurred when they were returning the labac recline system to an upright position. Wiring had become dislodged and pinched causing a short circuit. No injuries involved.